Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) displayed noisy signals during the first year of implant. Invasive examination revealed an unseated setscrew.